Manufacturer narrative:
Device identifier # 10381780253518. The device was returned for evaluation. The unit was received with the lock having rotational and lateral movement. A residue buildup was present. The unit needed new components added to replace worn internal parts; general maintenance and cleaning required. The device was manufactured in 2003; it exceeded its expected life of 7 years. The complaint was likely caused by wear and tear over / improper handling. The definite root cause could not be reliably determined.

Event description:
N/a

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgical purchasing analyst reported that the a1108 mayfield triad skull clamp has a loose knocking knob. An additional information was received on 11nov2019 stating that it was noticed prior to use for craniotomy procedure of tumor. No patient contact and delay in surgery.